Event description:
String disintegrated and broke - tampon [device breakage]. Probable manufacturing cause [manufacturing issue]. Case narrative: consumer reported via email that the tampon string disintegrated and broke. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
String disintegrated and broke - tampon [device breakage] probable manufacturing cause [manufacturing issue] case narrative: consumer reported via email that the tampon string disintegrated and broke. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
String disintegrated and broke - tampon [device breakage] case narrative: consumer reported via email that the tampon string disintegrated and broke. No injury was reported.